Event description:
The clinical research associate, (B)(6), reported that the patient who is a subject in the (B)(4) clinical study in the (B)(6), underwent a total knee arthroplasty on (B)(6) 2012. The clinical research associate reported that the patient suffered from an immobilisation problem on (B)(6) 2012 and later underwent an arthroscopic release procedure on (B)(6) 2012. The patient was discharged on (B)(6) 2012 and the clinical research associate reported that the patient has since recovered.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown scorpio nrg. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report. Device not returned to manufacturer.